Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the clinic to have the device check. A check on the device reveals that the patient was inappropriately shocked by the right ventricular (rv) lead for t-wave oversensing (twos). The rv lead was reprogrammed and continues to be monitored. The lead remains in use. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.